Event description:
The patient was revised due to loosening of the glenoid caused by a failed rotator cuff, osteolysis was present.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the infomration provided, as the part and lot number required to review the device history records was not provided. Although the complaint is non-verifiable, provided infomation states the loosening of the glenoid was caused by a failed rotator cuff. Based on the investigation, the need for corrective action is not indciated.